Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level.